Manufacturer narrative:
(B)(4). The customer report of a damaged guide wire was confirmed by complaint investigation. The returned guide wire contained an overall slight curve and had a distorted j-tip. Although the customer stated in the complaint description report that the defect was identified prior to use, evidence of use was observed on the returned sample in the form of biological material. A device history record review was performed with no relevant findings. A probable root cause could not be determined due to the discrepancy between the customer report (defect prior to use) and the returned sample (used guide wire). Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the tip of the spring wire guide was found kinked after opening the package prior to patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the tip of the spring wire guide was found kinked after opening the package prior to patient use.